Event description:
Hcp reported the pump was removed due to battery depletion. It was replaced and returned to the manufacturer for analysis. The patient outcome was reported to be good. A follow up report will be sent when additional information is received.